Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 433 mg/dl. The customer was assisted with troubleshooting and the display did not return. The customer also stated that they experienced high blood glucose but they declined troubleshoot for high blood glucose. The customer treated with shot for high blood glucose. The insulin pump will be returned for analysis.